Event description:
An ipp device was implanted on 7/12/91. Connectors were revised on 1/15/92. The cylinders and pump were removed from the pt on 8/19/94 and were reimplanted on 3/24/95. The pump was removed from the pt and replaced due to rupture of right implant tubing from pump.